Manufacturer narrative:
Patient identifier, age or date of birth, sex, weight, ethnicity, race: patient information not available. Product has not been returned to 3m for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. 3m¿ will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ high flow warming set (model 24355) leaked at the warming cassette during use. No patient or staff injury was alleged.